Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation

Event description:
(B)(4). The dentist reported that almost 4 months after dental implant was installed in intraoral region #8, its non-osseointegration was observed. 35ncm of primary stability was achieved. In addition, the dentist reported that the procedure of immediate load was performed and also the occurence of biomechanical overload.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4). The dentist reported that almost 4 months after dental implant was installed in intraoral region #8, its non-osseointegration was observed. 35ncm of primary stability was achieved. In addition, the dentist reported that the procedure of immediate load was performed and also the occurence of biomechanical overload.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
(B)(4). The dentist reported that almost 4 months after dental implant was installed in intraoral region #8, its non-osseointegration was observed. 35ncm of primary stability was achieved. In addition, the dentist reported that the procedure of immediate load was performed and also the occurence of biomechanical overload.